Event description:
Additional information was received from the healthcare professional of a clinical study which reported that the outcome was resolved without sequelae.

Event description:
It was reported that the patient had superficial skin involvement infection. There was an infection at the extension incision site. The outcome was reported as ongoing. Interventions included IV antibiotics and in patient observation. The event resulted in in-patient hospitalization. Lab results showed no bacteria present. A CT scan without contrast resulted in mildly increased size of the ¿mxed¿ density subdural collection on right side. A posterior scalp wound just over extension connector concerning for infection. The etiology was incisional site lead/extension tract. The event was possibly related to the device or therapy and possibly related to the implant procedure. Signs and symptoms included redness and tenderness of left parietal connector incision site. The patient had a follow up visit scheduled for (B)(6) 2015.

Event description:
Additional information received from a manufacturer representative reported the patient was started on oral antibiotics and his device had not been explanted at this time. The cause of the infection was not known and it was not known if the infection had been resolved at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0u2l4, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0u2l4, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).